Manufacturer narrative:
Evaluation summary: the visi-pro balloon-expandable peripheral stent system was received for evaluation. A disc of cine images from the procedure was also received with the device. The balloon expandable stent on the visi-pro stent delivery system exhibited damage to the radiopaque marker hoops at both ends of the stent. At the distal end of the stent, the first row of struts is flared outward and the stent has slid proximally off the balloon distal radiopaque marker. At the proximal end of the sten,t one of the stent radiopaque marker hoops is bent distally over the stent and the stent is slid distally off the balloon proximal radiopaque marker. The disc of cine images was received and reviewed. The disc contains (B)(4) cine folders from the procedure. The cines show the successful treatment of the patient¿s right peroneal artery with a balloon expandable stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a visi-pro balloon expandable stent to treat a moderately tortuous, slightly calcified right peroneal artery lesion exhibiting (B)(4) stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was not predilated. The device did not pass through a previously deployed stent. It was reported that no resistance was encountered when advancing the device and no excessive force was used. It was reported that stent deformation occurred in vivo during positioning. This stent was not deployed. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy and was procedural related and not device related. No patient injury was reported.

Manufacturer narrative:
Additional info received 8th sept 2017: it was reported that following the previously reported event, the case was aborted. If information is provided in the future, a supplemental report will be issued.